Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk.

Event description:
The customer reported that the drive support cap is sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.